Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, no capture was noted on the left ventricular (lv) lead. An x-ray examination confirmed the lead was dislodged. The lead was capped and replaced. The patient's condition was stable throughout.